Manufacturer narrative:
Detailed product information was not provided to bsc. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient experienced a stroke and thrombosis was identified. The patient was transferred to another facility for an acute ischemic stroke (ais) thrombectomy.